Event description:
It was reported that, the pt complained of squeaking in hip. A revision was scheduled. Outcome was good.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.